Manufacturer narrative:
The field service representative went on site. He replaced two solenoid valves and the weight filter. He ran performance checks. He did not notice any bubbles on the procell buffer cup, but there were a few micro bubbles on the top of the cleancell buffer cups that he thought were normal. Since replacing the parts, there have been no further incidents.

Event description:
The customer alleged they received questionable thyrotropin (tsh), ferritin, testosterone, and dheas results on their e-module (emod). The customer provided data for seven patients, three of which had reportable malfunctions for tsh. On the night of the event, the customer stated they replaced the procell bottle and then the discrepant results occurred. The customer stated the correct results were reported outside the laboratory because the medical laboratory technologist repeated the tests on different e-modules. The first patient's initial tsh result from another e-module was 0.045 uiu/ml accompanied by a data flag. The first patient's sample was repeated on emod and the result was 0.005 uiu/ml accompanied by a data flag. The first patient's sample was repeated on the first e-module and the result was 0.05 uiu/ml. The sample was then repeated on a third e-module and the result was 0.05 uiu/ml and it was reported outside the laboratory. The second patient, a female born on (B)(6), had an initial tsh result from emod of 0.048 uiu/ml accompanied by a data flag. The second patient's sample was repeated twice on another e-module and the results were 0.255 uiu/ml and 0.26 uiu/ml. 0.26 uiu/ml was reported outside the laboratory for the second patient. The third patient, a female born on (B)(6), had initial tsh result from emod of 0.088 uiu/ml accompanied by a data flag. The third patient's sample was repeated on another e-module and the result was 0.719 uiu/ml. The third patient's sample was then repeated on emod and the result was 0.72 uiu/ml and this result was reported outside the laboratory. After the event, the customer performed a liquid flow cleaning three times. The customer stated they repeated all the samples that had discrepant results, and they all came back as the reported results. On (B)(6) 2014, the first patient's sample was repeated on emod and the results were 0.047 uiu/ml accompanied by a data flag and 0.047 uiu/ml accompanied by a data flag. On (B)(6) 2014, the first patient's sample was then repeated on another e-module and the result was 0.047 uiu/ml accompanied by a data flag. On (B)(6) 2014, the second patient's sample was repeated on emod and the results were 0.262 uiu/ml accompanied by a data flag. On (B)(6) 2014, the second patient's sample was then repeated on another e-module and the result was 0.258 uiu/ml accompanied by a data flag. On (B)(6) 2014, the third patient's sample was repeated on emod and the result was 0.721 uiu/ml. On (B)(6) 2014, the third patient's sample was repeated on another e- module and the result was 0.704 uiu/ml. Information on whether there were any adverse events was requested but not provided. The tsh reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).